Manufacturer narrative:
H3: correction: product analysis:no conclusion can be drawn. No evaluation was performed, as the device was not returned. Codes updated: fdm-from b01 to b17 fdr-from c19 to c20 fdc-from d14 to d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em100-a, serial/lot #: (B)(6), UDI#: (B)(4); product ID: ad03, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis-pli-10(dm0010faa):no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. H3: product analysis-pli-20(ad03): there was no alleged issue at the time of intake. However, the product was returned for evaluation. No anomalies found. H3: product analysis-(B)(4): evaluation could not reproduce the reported malfunction of continues to run. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when drilling in the skull bone, items did not stop drilling when skull bone was breached, so dura tear in all the 3 holes. It was reported that the patient was alive - with injury. It was also reported that the procedure was brain surgery, drilling holes with the affected product, there was delay about 30 mins and procedure was completed with the reported product(s). On followup it was reported that an internal complaint within the hospital has been filed.

Manufacturer narrative:
H3: product analysis:evaluation could not reproduce the reported malfunction of continues to run. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of continues to run. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.